Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, roll-off was not achieved, but the procedure was completed with this device. It was confirmed that the area of ablation was not highly vascular. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, roll-off was not achieved, but the procedure was completed with this device. It was confirmed that the area of ablation was not highly vascular. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found no issues; all hardware and harnesses were found to be attached securely. Further troubleshooting of the unit included rf delivery with test loads, environmental stress testing (at high and low temperatures and with high and low line voltages), a roll-on/-off test, and a final test. The device did not exhibit any malfunction which could account for the complaint. The complaint of failure to achieve roll-off could not be confirmed; the returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.